Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo has been received for this complaint. A batch record review indicates no discrepancies. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity was registered during the manufacturing process of the affected lot and of the mentioned issue. Based on the available documentation and investigation results, no manufacturing-related root cause was identified for this complaint. This issue will be monitored through the post market product monitoring review process. Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports "ridges" on the catheter tubing causing discomfort and soreness with use. End user caths multiple times a day and uses up to 300 catheters a month. He reports that the defect is like there are "straight little hashes" cut in the surface of the catheter. He said it can be in varying stops halfway up or even 3/4 of the way up sometimes ranging up to 2 inches long. He said they are just on the surface of the catheter and part of the catheter tubing material. If he runs the sleeve up and down them, he can feel they are present and made of the tubing. He said they are like "little raised edges" or "ribbed areas" and if he has used them to cath with in the past can feel sore in his urethra somewhat on insertion but more so in removal. Soreness went away without intervention. Now he just discards them if he can see or feel this defect. He always preps the catheter properly - bursts water sachet and ensures water gets all over the catheter just prior to use. No additional information was provided.